Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is scheduled for september 2018.

Event description:
Device malfunction seems likely. The user's hearing performance is reportedly affected. As per new information received, it seems that the implant slipped out of the implant bed and due to that the electrode broke. Re-implantation scheduled for (B)(6)2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction seems likely. The user's hearing performance is reportedly affected.

Manufacturer narrative:
Correction: the box 'date of death' was incorrectly completed instead of the 'date of this report'.

Event description:
The user's hearing performance is reportedly affected. As per new information received, it seems that the implant slipped out of the implant bed and due to that the electrode broke. The user has been re-implanted.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Further, the implant had slipped out of the implant bed, which was reportedly not very deep in this young pediatric user. An accident or impact might have contributed to this event, consequently leading to device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance is reportedly affected. As per new information received, it seems that the implant slipped out of the implant bed and due to that the electrode broke. The user has been re-implanted on (B)(4) 2018.